Manufacturer narrative:
(B)(4). Injector not returned.

Event description:
The reporter stated the epiphany injectors from lot #1306679 had been injecting the lenses sideways into the patients' eyes. There was no damage to the lenses. The lenses were implanted and remain implanted. There was no patient injury related to this event. The reporter indicated that the injectors from this lot were tearing and felt that the injectors may be defective.

Manufacturer narrative:
(B)(4) additional data: conclusion - investigation concluded two probable causes: (1) end user familiar with the product, (2) lubricity of the product. Corrective actions shall be implemented as required. (B)(4).